Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that stent dislodgement occurred. The target lesion was completely occluded. A 2.25 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, stent was dislodged after getting caught on a stent that was placed earlier. The device was removed with a snare and completed the procedure with another of same device. There was no patient complications reported.

Event description:
It was reported that stent dislodgement occurred. The target lesion was completely occluded. A 2.25 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, stent was dislodged after getting caught on a stent that was placed earlier. The device was removed with a snare and completed the procedure with another of same device. There was no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: received for analysis was a detached stent. The delivery system was not returned for analysis. An examination of the stent noted the stent was severely stretched and damaged. There was also a black piece if foreign material stuck in the stent. Based on the condition of the stent it was not possible to confirm that the stent was a synergy xd mr ous 2.25 x 38mm. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.